Event description:
Consumer claims was just brushing with little or no pressure when they thought there was paper or something similar in mouth. As they started getting it out they realized it was toothbrush bristles from the brush head.